Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race:unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10.50/1.5/095 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od). Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5. The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/1.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vaulting. This resolved the problem and "patient is happy." Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm vticm5_13.2, -10.50/1.5/095 (sphere/cylinder/axis) , implantable collamer lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Correction of information: d6a - reported as (B)(6) 2021, corrected to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).